Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope device cannot be used because a connector connection error was displayed. The issue occurred during setup. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found kinks about 35 millimeters (mm) from the edge of boot of control section and the edge of boot of light guide-connector. Based on the results of the investigation, it is likely the kink caused breakage of output signal wire or short circuit led to the image abnormality. Since inspection found chipped bending section cover glue, the image sensor cable may have received massive external stress on bending section such as excessive twisting and bending by inserting the product to trocar obliquely, withdrawing the product while bending, or the like. As a result, the cable may have been kinked. However, the root cause of reported issue could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.